Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said for the last couple of weeks, maybe a month they have noticed the level they put their stimulation at never seemed to stay there. Pt said they constantly have to put the strength that they want because the stimulation will be zeroed (pt mentioned they thought they had they had it up too high and when they looked at it again, the strengths were cleared). Pt mentioned they were under the impression that it was the adaptive stimulation that was changing the intensity but it wouldn't have set the stimulation intensity to zero. When pt checked their position, they were in the upright position with their stimulation level below set at 0. Reviewed how to increase the intensity for the group b program one (1) (pt increased to 7.5) and then had the pt stay in this upright position for five (5) minutes. Had the pt check the position again and the screen now read 7.5 on the check position screen. Reviewed they could do this same process to check and change the adaptive stim for the other positions they are in. The troubleshooting steps that were taken on the call resolved the issue. Redirected the pt back to their hcp if they notice their stimulation continues to reset back to 0 even after setting their desired levels for adaptive stimulation. No symptoms/patient complications reported. Additional information was received from the patient and it was reported that they are having trouble with their setting again, they called before and someone assisted them with the setting. Patient stated the setting is not staying when he set it. Patient services (ps) asked patient if they had adaptive stim active and patient said he did not know what that is. Assisted patient with using the controller to check setting and position and controller showed reclining position at 2.7v and 7.5v on group a and no adaptive active. Patient stated he has three groups and one program on each group. Group b, p1 @7.5v and group c @ 8.9v. Reviewed adaptive stim function and meaning. Recommend patient adjust to the setting to where he would like the setting and consult with his healthcare provider if the setting changes. Confirmed ins 70% and controller 100% and adaptive stim is not active. The troubleshooting steps that were taken on the call resolved the issue.